Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved.

Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found a piece of the haptic missing. (B)(4).